Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 10-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving prialt (25 mcg/ml at 2 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that on (B)(6) 2019 the patient was taken to surgery for surgical exploration. During the procedure, it was confirmed that the intrathecal portion of the catheter had migrated out of the spine. The catheter was revised. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that it was first determined that surgical exploration was needed on (B)(6) 2019. It was first noted to be coiled on (B)(6) 2019 on an unrelated CT scan. The symptoms the patient experienced related to the catheter migration was increased pain due to not getting pain medication. The status of the catheter that was removed on (B)(6) 2019 was noted as it was assumed it was thrown away. No further complications were reported or anticipated.